Event description:
It was reported that during a coronary artery stent treatment procedure, stent dislodgement occurred. The physician pre-dilated using a 3.0mm unspecified angioplasty balloon in a moderately tortuous 75% stenosed de novo mid lad (left anterior descending) artery lesion with an unspecified balloon, and then attempted to place a 3.00x24mm liberte bare metal stent (bms). The stent was unable to cross the lesion and the physician felt resistance while attempting to cross the lesion. It was reported that the stent dislodged from the stent delivery system (sds) when attempting to cross the lad lesion. The physician removed the sds and then successfully retrieved the stent with an unspecified snare catheter. The procedure was completed with a different device. There were no reported patient injuries or complications. The patient's condition was reported as "good".